Event description:
It was reported that this lead dislodged one day post implant. Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.